Event description:
The following is per maude event report submitted by the patient ((B)(4)): it was alleged that the patient was implanted with bard composix e/x mesh on (B)(6) 2005. The patient began experiencing hematuria, pain and incontinence; testing revealed mesh had eroded into bladder and appendix causing an infection in abdomen, which required additional surgery; partial explant, appendectomy and removal of portion of the bladder on (B)(6) 2013. Patient states she's still experiencing problems with her bladder.

Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all patient, event and device information davol has received to date. Based on the information provided, no definitive conclusion can be drawn. The patient alleges she was treated for erosion and an infection and underwent partial explant of the composix e/x mesh. Currently, medical records have not been provided and a sample was not returned for evaluation. Infection is a known adverse event listed in the product's IFU. If additional information is provided, a supplemental MDR will be submitted.